Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) exhibited episodes of non sustained right ventricular oversensing. The ICD is being monitored. The patient was stable.

Event description:
New information received noted that the implantable cardioverter defibrillator was reprogrammed. No further complications were reported.